Event description:
Customer reported experiencing high blood glucose for the last few days. Customer stated she has been changing out her set and verifying the setting. Today she noticed insulin in the reservoir compartment. Customer stated, she has been treating with the device but was not sure how much insulin has been administered since there was a leak. Customer's blood glucose was 356mg/dl, treated with device. The device has not alarmed, alarms in the history was low reservoir and low battery. The device passed self test. Customer was worried about the insulin in the compartment and just wanted the device replaced. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is one 1 of 2 medwatch report regarding this event see manufacture report number 2032227-2014-52256.

Manufacturer narrative:
The insulin pump passed all functional tests. No moisture damage found inside the pump. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.